Manufacturer narrative:
D4: UDI no: this is the product code is not required to be registered with FDA. The actual device has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed the customer's complaint. A circumferential burst was found on the non-braided segment, at approximately 52mm from the distal end. The shaft was confirmed not to have fractured completely. Magnifying inspection of the burst found that the resin had opened out from the inside to the outside. On the remainder of the shaft, no anomaly was revealed. The outside and inside diameters were measured on the undamaged non-braided segment and confirmed to meet manufacturer specifications. The bending strength was determined on the undamaged non-braided segment and confirmed to meet manufacturer specifications. The wall thickness of the shaft was inspected under x-ray fluoroscope and revealed no defects on the segment adjacent to the burst or on the remainder of the shaft. Functional testing was conducted on a current product sample of the involved product code. The sample was bent at a non-braided segment, where the catheter lumen became narrower. Subsequently, an occlusion was placed in the shaft at a point distal to the trace of the bend and contrast media was injected to the test sample. As a result, the shaft then burst in the circumferential direction on the segment which had been bent, where the wall of the shaft opened from the inside to the outside. The state of the burst was observed to be very similar to that of the actual sample. A review of the manufacturing record and shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause cannot be definitively determined, however based on the investigation, it is likely that after the involved guide wire was removed from the actual sample, the actual sample was bent, e.g. By having been subjected to torque force, where the lumen became narrower. Subsequently, due to some factor(s), an occlusion occurred on the shaft at a point distal to the bend. In this state, contrast media was injected to the test sample, when the pressure force generated in the lumen exceeded the product strength, resulting in the burst of the catheter tube. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU): "before starting infusion, verify that the catheter has not been kinked or blocked. Failure to abide by this warning may cause the catheter to break/rupture/separate, resulting in damage to the vessel." Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the radifocus glidecath device had fractured during catheterization. Follow up communication with the user facility confirmed the following information: during catheterization in the severely calcified subclavian artery, when the customer flushed the actual sample after having given several turns to it, he found contrast media was leaking at the midway of the catheter; the customer withdrew it carefully and found it had almost fractured; the procedure was completed successfully; and it was reported that the patient was not harmed.